Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. A 6mmx3.00mm wolverine cutting balloon monorail was selected for use. During the procedure, the balloon ruptured upon third inflation at 6 atm. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition after the procedure.